Event description:
It was reported that the customer experienced elevated blood glucose levels (286 mg/dl). Reportedly, the customer has had dental work done and is taking a steroid. Customer stated elevated blood glucose levels are due to taking the steroid and not pump related. Customer stopped taking the steroid and reported blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.